Event description:
Per baxter affiliate, no medical intervention was given to the pt after draining had occurred.

Event description:
Baxter complaint coordinator reported the patient (pt) was overfilled with fluid while using the homechoice pro cycler for apd therapy. Complaint coordinator relates that the pt experienced shortness of breath, abdominal pain and severe coughing during apd therapy. According to the complaint coordinator, the patient felt that the cycler had "double filled" patient. The patient drained out and continued therapy, however, patient had the same complaint again. There was medical intervention reported.